Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage on motor assembly or electronic assembly was noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Caller stated that the buttons are not working at all. Customer tried to dose for dinner. Customer's blood glucose was 80 mg/dl. Customer had the pump tucked in her bra. Caller was advised that the pump will need to be replaced. Caller was also advised to revert to a back-up plan.